Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 50 mg/dl while wearing the pod. The patient reports they had been shaking and sweating. Once at the hospital the patient was treated with intravenous fluids, sugar and juice. The patient was at the hospital emergency room for 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud: locked down/smartphone; cloud: omnipod 5 software app version; cloud: smartphone operating system; cloud: smartphone hardware; cloud: cgm sensor type.